Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead triggered an alert for high/undefined impedance and was found to be fractured. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.